Event description:
The remote alarm did not sound when ventilator alarm activated in patient's room. The customer reported the remote alarm jack connector in rear of ventilator was damaged. The respironics service technician replaced the main pcb to correct the customer reported problem. The respironics service technician reported the customer is using a non-respironics cable between the esprit and the nurses remote alarm system.